Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/dl to 58 mg/dl at the time of the incident. Customer was treated with food. Customer alleged that the insulin pump was over delivering because customer believes that the insulin pump was giving too much of insulin. Customer also reported that the drive support cap was protruded. The insulin pump will be returned and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery tube. However, unable to insert the battery into the battery tube. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery tests or verify possible over delivery anomaly due to missing battery tube. Device received with cracked belt clip slot, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip.